Manufacturer narrative:
This event occurred at (B)(6) medical center in (B)(6), south korea. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed an intentional pump stop due to the pump stop button being pressed on the system monitor. Additionally, a specific cause for the reported respiratory failure as well as a direct correlation not the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log files contained overlapping data from (B)(6) 2021 at 0:36:15 to (B)(6) 2021 at 12:28:07. On (B)(6) 2021 at 8:56:36 the pump stopped and appeared to be associated with an intentional pump stop. The pump stop events were associated with intentional pump stop, low speed advisory, low speed hazard, low pump current and pump stop controller fault flags and lvad off and low flow alarms. The pump was stopped for approximately 4 seconds and restarted at 8:56:40. Following the pump stop, a low flow fault was captured, which resolved when the pump speed returned to the set speed. There were no other abnormal events captured ¿ the only other events were associated with pi events and power cable disconnects. Excluding the pump stop event, the pump operated at the set speed. The pump appeared to operate as expected. . The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 14apr2021. The heartmate 3 lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists respiratory failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 4 states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was extubated (B)(6) 2021 and vv ECMO was removed (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump speed dropped to 0 due to the pump stop command button being accidently pressed on the system monitor. The pump's detection function could also have been faulty. On (B)(6) 2021, pump flow was 0.8 liters per minute (lpm) but it was not displayed on log analysis file. The next day, the pump speed was 804 rpm but was not on the log analysis file. It was reported that the patient's system monitor had several issues following implant procedure. The system monitor was exchanged into a demo. The system monitor was not returned to abbott and the issue resolved after patient cable was changed. The patient also had respiratory failure which required intubation and veno-venous extracorporeal membrane oxygenation (vv ECMO). The patient's white blood cell count was 19.88, temperature was 38. 6 celsius, heart rate was 84 beats/min, respiratory rate was 25 breaths/min.